Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (16 mg/ml at 3.764 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that a pump alarm was heard and confirmed by telemetry. A critical alarm was occurring. The pump logs were checked and indicated low battery reset occurred, reset occurred, and safe state occurred on (B)(6) 2017. No patient symptoms were mentioned. No further patient complications have been reported as a result of this event.